Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) was advanced to the ascending aorta and electrocardiogram (ECG) identified a ventricular escape rhythm. There was no contact between the dcs and the aortic root. Temporary pacing was required. Ultimately, a permanent pacemaker was implanted. Hospitalization was prolonged. The event was considered resolved the day following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Review of the additional information received showed there was no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Updated data: b5. Fourth paragraph. H6. Patient codes, device codes, eval result code, and eval conclusion code additional codes. Annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) was advanced to the ascending aorta and electrocardiogram (ECG) identified a ventricular escape rhythm. There was no contact between the dcs and the aortic root. Temporary pacing was required. Ultimately, a permanent pacemaker was implanted and hospitalization was prolonged. The event was considered resolved the day following the valve implant. No additional adverse patient effects were reported. Additional information was received that the permanent pacemaker was implanted the day following the valve implant. Noadditional adverse patient effects were reported. Additional information was received that one day following the implant of the valve, a urinary tract infection (uti) was diagnosed. Urine was positive for nitrates and increased c-reactive protein (crp). Antibiotics were administered. The uti was reported as prolonging hospitalization. The uti recovered eight days after onset. Per the physician, the uti was not device or procedure related. No adverse patient effects were reported. Additional information was received that clarified the cause of the ventricular escape rhythm was a guidewire (manufacturer unknown) and the transcatheter aortic valve implantation procedure. The valve remained loaded on the dcs during advancement through the patient's vasculature and the ventricular escape rhythm presented prior to the dcs having advanced to the heart. Per the physician, neither the dcs nor the valve were contributing factors to the ventricular escape rhythm. Once the valve was advanced to the heart and following valve implant, the ventricular escape rhythm remained unchanged.

Event description:
Additional information was received that the permanent pacemaker was implanted the day following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.